Event description:
It was reported that the patient, that is enrolled in the a7007 clinical study, underwent an explant procedure due to discomfort, which was not related to the stimulation.

Manufacturer narrative:
Brand name: null. Upn: m365sc3138250. Model: sc-3138-25. Serial: no information . Batch: no information. Brand name: avista MRI. Upn: m365sc2408560. Model: sc-2408-56. Serial: no information. Batch: no information. Brand name: avista MRI. Upn: m365sc2408560. Model: sc-2408-56. Serial: no information. Batch: no information. Brand name: null. Upn: m365sc3138250. Model: sc-3138-25. Serial: no information. Batch: no information.

Event description:
It was reported that the patient, that is enrolled in the a7007 clinical study, underwent an explant procedure due to discomfort, which was not related to the stimulation. Updated information was received stating that the patient experienced inadequate stimulation and not discomfort, which is what led to the explant of all the devices. The device information for the leads was not provided despite several requests. The devices were not returned for analysis despite several requests.

Event description:
It was reported that the patient, that is enrolled in the (B)(4) clinical study, underwent an explant procedure due to discomfort, which was not related to the stimulation. Updated information was received stating that the patient experienced inadequate stimulation and not discomfort, which is what led to the explant of all the devices. The device information for the leads was not provided despite several requests. The devices were not returned for analysis despite several requests.